Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted a small air bubble in the tubing near the luer lock. The customers blood glucose level was 156 mg/dl. The customer was able to expel the air bubble by performing fill tubing.